Event description:
The diathermy because active and could not be switched off without unplugging the diathermy cable from the diathermy machine. The product was in contact with pt. There was no pt injury or death alleged. The event did not increase a significant surgery time. The nose cone was replaced with another from the same batch and the operation proceeded without incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.